Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
The customer reported ring image artifacts on a head scan. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. This event is currently under investigation.

Manufacturer narrative:
The customer reported that during a patient head procedure, the images exhibited ring artifacts. A philips field service engineer (fse) went onsite to evaluate the system. The fse confirmed the images were not rendered undiagnostic, there was no patient harm or delays nor mistreatment given as a result of the issue. The fse found that the compensator inside the a-plane collimator was cracked. The fse determined that the cause of the artifact on the images was due to the crack in the compensator. The fse replaced the compensator to resolve the issue. The system is functional and in clinical use. This issue has been determined not to be a reportable event.